Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture was received on august 21, 2025, with lot number 1214474. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare provider reported "side exchange with no complaints towards the device". Healthcare professional later reported "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "side exchange with no complaints towards the device". Healthcare professional later reported "rupture". This record is for the right side. Device has been explanted and replaced.